Manufacturer narrative:
According to available information, this system remains implanted. Should additional information become available, this event will be updated.

Event description:
Additional information was received. A revision procedure was performed. The right ventricular lead was surgically abandoned and replaced. The replacement lead was reconnected to this device and normal measurements were obtained. A decision was made to leave this device implanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
- -

Event description:
- -

Event description:
Boston scientific received information that remote monitoring of this device and right ventricular lead revealed a high shock impedance measurement. This information was shared with the physician and is being further monitored. No adverse patient effects were reported.